Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03529 & 1627487-2015-03530. It was reported the patient experienced an infection accompanied by wound dehiscence at one of her scs lead incision sites in addition to the scs anchor "sticking out" of the site. As a result, the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2015-03529 & 1627487-2015-03530. Additional information received identified that cultures of the sites were not taken and the patient was treated with antibiotics.